Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The device evaluation found an additional reportable malfunction occurred- b30 scope communication error. Based on the results of the investigation, the issue is a known inherent risk of the device related to electrical component problems, however, a definitive root cause could not be established. It is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofibervideoscope had a e315 non-compatible endoscope error and the image was blacking out during setup/inspection prior to use. There was no patient injury or medical intervention associated with this event.